Event description:
Smiths medical international ltd, has been notified of an event that the user alleges that after as unspecified amount of time the cuff leaked. Tube was replaced with no advere effect to pt. The tube was pretested per the instructions for use.